Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. It was unknown if the patient received treatment for the events. On an unknown date the patient recovered from cloudy effluent. Pd therapy was ongoing. No additional information is available.